Event description:
Kimberly-clark received a report stating, ¿they intubated a patient with the new subglottic tube on saturday night. When they came in sunday morning, they found the pilot line on the tube disconnected from the main part of the tube. This controls the cuff on the tube. They had to extubate and reintubate with a new tube. The patient was admitted with etoh abuse, progressing into delirium tremens and could have very likely pulled on the pilot balloon.¿ (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. One sample device was returned to kimberly-clark; however, no packaging was received so the lot number could not be identified. The inflation line on the returned sample was separated from the endotracheal tube, and the inflation line did not appear damaged or broken. The sample was viewed under ultraviolet light for presence of fluorescent bonding material. The bonded end of the inflation line fluoresced, but no fluorescence was detected at the inflation line skive opening on the et tube. Investigation is on-going. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.